Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was plus 400 mg/dl at time of incident and current blood glucose level was 288 mg/dl. Customer declined troubleshooting for high blood glucose. It was unknown that the customer was using auto mode feature. The devices will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
It was stated that the customer was not her insulin pump at the time of high blood glucose, she was running errands and rush out of the house and forgot insulin pump and that was the cause of her hospitalization, she was off of it for a few hours and was using auto mode prior to forgetting insulin pump at home, she stated that it was not insulin pump related issues.